Manufacturer narrative:
Medwatch sent to FDA on 03/30/2016.

Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising and bumpy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of ecchymosis and skin irritation: "undesirable effects: the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: haematomas. Induration or nodules at the injection site."

Event description:
Patient reported after injection with unspecified juvederm patient bruised badly and the "bottom lip is uneven & bumpy." It is unknown if treatment was provided.